Manufacturer narrative:
The insulin pump alarmed during the displacement test due to excessive axial motor play. Unable to perform the displacement test or verify the motor error alarm due to the insulin pump alarming during the displacement test.

Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.